Manufacturer narrative:
It was reported that during the atrial fibrillation (afib) ablation procedure with a qdot micro catheter, the patient experienced cardiac tamponade that was treated with drain placement. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31612248l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during the atrial fibrillation (afib) ablation procedure with a qdot micro catheter, the patient experienced cardiac tamponade that was treated with drain placement. It was reported that during an ablation procedure, the patient started to show signs of cardiac tamponade. Ultrasound was performed and confirmed the diagnosis. Drain was placed and the pericardial effusion was evacuated. The continued ablation was aborted. After the patient left the lab, the physician in charge said he suspected the tamponade happened during ablation, even though no clear signs of that could be seen on the recorded parameters. The procedure was not successfully completed. No fragments were generated. Additional information was received indicating the physician¿s opinion on the cause of the cardiac tamponade was that it was caused by ablation catheter. The outcome of the adverse event was unchanged. The patient required extended hospitalization for one day extra. The patient did not require cardiac surgery. The procedural activated clotting time (act) was within recommended levels. No catheter exchanges occurred during the procedure. Two transseptal puncture sites were performed during the procedure. The number of performed ablations was 6 with radiofrequency (rf) energy delivered. No ablations were performed within the pulmonary veins. Six ablations were performed outside the pulmonary veins. Prior to noting the cardiac tamponade, ablation had already been performed. No evidence of steam pop. The flow setting for irrigated catheter used was default. The visitag module parameters for stability used were range 3mm, time 3sec, force over time (fot) 25%, and tag size 3mm. No additional filter used with visitag. The color option used prospectively was other-tag index.

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).